Manufacturer narrative:
The investigation is ongoing. The investigation result will be reported in the follow up report.

Event description:
It was reported that: the screen turned gray and there were also no data on the little display of the ventilator and no alarms from the ventilator. The patient had spontaneous breathing with support by an assisted CPAP mode. Reportedly, the patient didn't feel any difference. After disconnection of the ventilator the user felt a little flow. When triggering the ventilator with the hands, it did respond with a ventilation. No injury reported.